Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The customer¿s report that the pca set leaked was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.215 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used pca set received. The root cause that the pca set leaked was not identified. The probable cause of the component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pca tubing leak below the connection site where maintenance fluid is connected. Attempts to tighten the connection does not stop the leak. There is no report of patient harm.